Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump alarmed battery out limit after customer removed the battery to stop the scrolling of numbers in the bolus. Customer's blood glucose was 170 mg/dl. Troubleshooting was done. Customer reported that insulin pump alarmed failed battery test. Troubleshooting was done for failed battery test. The customer was advised to monitor the insulin pump. Advised customer that battery cap would be replaced. No further information provided.